Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. Results: the returned mr290v chamber was connected to a water bag with the feedset tube not under tension and no leak was observed. Upon connecting the mr290v chamber to a water bag with the water feedset tube under tension, the water feedset tube separated from the spike. A sufficient amount of glue was found at the waterbag spike and feedset tube connection. A lot check revealed no other similar complaints of this nature for lot number 120526. Conclusion: we were unable to determine definitively the root cause of the reported fault; however, it is possible that the leaks from the feedset tube were due to the failure of the glue bond that joins the spike to the water feedset tube. Our previous investigation on similar complaints have also shown that such problems have been caused by the user setting up the feedset under tension. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The customer has confirmed that the subject chamber was in use for nine days before the water leak was observed, which indicates that the feedset tube and spike connection became damaged during use. The user instructions which accompany the rt200 adult dual heated breathing circuit state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "This product is intended for use for a maximum of 7 days."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the water feedset tube of an mr290v vented autofeed humidification chamber was leaking at the spike connection after nine days of use. No patient consequence was reported.